Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The implanted valve model and size is unknown. Possible valve used edwards sapien xt transcatheter heart valve - PMA p130009, edwards sapien 3 transcatheter heart valve - PMA p140031, or edwards sapien 3 ultra transcatheter heart valve - PMA p140031. Citation: kotidis, charalampos, neeraj nirmal, and marinos kantzis. ''Percutaneous pulmonary valve implantation in children and adults with an age and gender-specific analysis.'' Cardiology in the young (2024): 1-7. Per the instructions for use (IFU), infections such as septicemia and endocarditis are known potential adverse events associated with the thv procedure. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (60 days). The two categories show definite differences in clinical features, microbial patterns, and mortality. Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever nonconformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Considering this, only reports of prosthetic endocarditis occurring within 60 days of implant, without a known source of infection, would be MDR reportable. According to the literature review, and as documented in a technical summary written by ew, early prosthetic valve endocarditis occurring within 60 days of valve implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most contamination probably occurs intraoperatively. Edwards lifesciences produces and provides sterile tissue bioprosthesis to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore, the probability of endocarditis related to edwards' bioprosthesis is remote. According to the literature review, and as documented in a technical summary written by ew, the major microbial difference between late and early pve is the higher incidence of streptococcal organisms. Late pve resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteraemia. By 60 days, implanted valves will be endothelialized, so that a larger inoculum may be required to cause late compared with early pve. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the timing of the endocarditis, source of infection, and details regarding intervention were not provided. The most likely causes of both early and late endocarditis are detailed above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text: disposition is unknown.

Event description:
A review of medical article ''percutaneous pulmonary valve implantation in children and adults with an age and gender specific analysis'' was performed. The aim of this study was to report clinical outcomes up to five years following percutaneous pulmonary valve implantation in a mixed population of pediatric and adult patients from a single center in UK. One patient with an unknown sapien valve implanted in the pulmonic position were treated for endocarditis unknown days after the procedure. The details of the treatment were not provided.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2024-01046.